Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump overinfused a patient's medication. It was stated the nurse hung a 100ml IV bag containing hydromorphone at 2319 and set the rate at 2.5ml/hour and the pump was locked. At 0430 the patient fell out of bed and when the nurse responded the IV bag was empty. The remaining volume on the pump was 89ml.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The pump involved in the reported incident was received for evaluation. A volumetrics run of 2.5ml/hr and 10.2ml (dl: hydromorphone) tested in specification at 10.1ml or 99% of expected volume. Two (2) volumetrics run of 120ml/hr and 10ml tested in specification at 9.90ml and 9.94ml or 99% of expected volume the pump's operational log was reviewed. The og review shows on (B)(6) 2020 at 3:34am (the pump time is 5 hours later than the current time) an infusion start of 2.5ml/hr and 100ml (dl: hydromorphone). At 7:40am a downstream occlusion alarmed with a volume infused to 10.2ml and at 7:51am the pump was put on hold. No further infusions took place. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.